Event description:
The complainant alleged while attempting to defibrillate a pt (age and gender unknown), the device failed to discharge. The pt subsequently expired. The complainant indicated that the pt's outcome was not a result of the reported malfunction, as the pt had already expired. The complainant also indicated that the facility's biomed was unable to duplicate the reported malfunction.